Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-26223. It was reported that post implant procedure, the patient's right ventricular (rv) lead exhibited an increase in capture threshold and the right atrial (ra) lead exhibited high thresholds and intermittent capture. The patient presented in the emergency department (ed) with chest pain and shallow breathing. An ultrasound was performed where it was determined that one of the leads perforated. The physician opted to perform a sternotomy and visualized that the ra lead had perforated. The ra lead was explanted and replaced on (B)(6) 2021. The ventricular lead was also revised into a new position in this same procedure. Final thresholds post implant were well within range. The patient was stable.